Event description:
It was reported that during an open hepatic resection procedure, the device cut but did not staple. This caused a blood loss of 1300ml, and the pt required a blood transfusion of 4 units.